Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump will turn on, but the screen will go blank. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by ICU medical and attached on 10 october 2022, event date was updated the issue occurred prior to use and there was no patient injury. H6: event problem and evaluation codes: updated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-17242. The report was submitted in error.